Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a few drops of water inside the flow sensor. In consequence the breathing circuit and flow sensor were replaced. The patient involved had a temporary drop in blood pressure. But after the exchange of the ventilator the patient had a stable condition again without any consequences or side effects.

Event description:
Occurs during ventilation with intellivent asv. The alarm related to the flow sensor of the patient circuit was frequently generated. There is information on the screen that the patient is under high pressure. After that, the condition of the patient changed suddenly.